Event description:
It was reported the patient saw an elective replacement indicator (eri) the week prior to this report. The patient stated they were told the implantable neurostimulator (ins) would last ten years, but it had only lasted three. An appointment with the patient¿s healthcare professional (hcp) was scheduled for (B)(6) 2014. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead; product ID 3389s-40, lot# v533019, implanted: (B)(6) 2011, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).